Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial #: (B)(4), product type: catheter. Product ID: 8596sc, serial #: (B)(4), product type: catheter . Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 21-feb-2006, UDI #: (B)(4). Product ID: 8596sc, serial/lot #: (B)(4), ubd: 17-may-2009, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving "30,000mg/ml" dilaudid at "16,299mg/day," 18,750mcg/ml clonidine at 10,187mcg/day via an implantable infusion pump for chronic low back pain and spinal pain. It was reported that there was a volume discrepancy, but the patient didn't know the exact volumes. There were no previous volume discrepancies noted on past refills. When the healthcare professional (hcp) went to empty out the pump there was too much medication left. The hcp did a procedure in the x-ray department and when they were done the hcp did not pull out any cerebrospinal fluid which they should have. The hcp felt something was wrong with the pump, but they wont know what it is until they get in there and look at it. The patient reported they decided to do surgery, but wanted it pushed back until (B)(6) due to her daughter's wedding. The hcp turned the patient's pump down 30% and now the patient can't walk as well, as long, or far as they used to. The patient noticed they need to keep sitting down more. The hcp reported they will have to titrate down the patient until the surgery otherwise they will overdose. The patient reported that they are also taking a "narco" for pain which had also been decreased. The patient reported that the patient had stomach problems and was wondering if it was from the volume discrepancy. The patient reported they're constipated one minute and diarrhea. The patient reported the hcp had run plenty of tests and couldn't find anything wrong. The patient reported that they had been nauseous and shaky. No further complications were anticipated/reported.